Event description:
Reporter alleged discrepant, back to back blood glucose results of 396 mg/dl and 117 mg/dl when testing was performed within 8 minutes on the advantage system. Reporter stated customer felt a little tired, but otherwise fine and reported no treatment/action. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.